Event description:
The event is reported as: customer alleges: "customer indicated that the opti-neb was not putting out adequate psi. The product was being used by a home care patient that has copd and uses this product on a daily basis. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.